Manufacturer narrative:
Inspection of a smiths medical cadd ms2 gray slate pump 7400 has been completed. Device arrived in good physical condition. Event log was open and no evidence was available. The device was then powered up for testing and error code 116 was revealed on screen. This is reported indicative of motor drive rod. The motor drive rod was replaced and device passed all functional and delivery testing. Unknown cause of motor failure.

Event description:
Information received a smiths medical cadd -ms3 slate gray mdl 7400 entered alarm system fault failure. No adverse patient events reported.